Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead post implant. The vector was changed and the lv lead remains in use. No further patient complications have been reported as a result of this event.